Event description:
It was reported that during a da vinci-assisted surgical procedure, an instrument had a broken wire. The issue caused a procedure delay of greater than 30 minutes. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: it was unknown if the instrument had a cautery issue, arcing issue, or imprecise motion. The customer was able to confirm that there was no opposite movement from intended direction on the instrument. It was unknown if the issue resulted in a fragment, the customer stated that they observed the grip cable being broken. No instrument information was provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the device in question be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.